Event description:
It was reported the insulin pump had alarmed motor error. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Displacement test was not performed due to motor error alarm. The device had minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.